Manufacturer narrative:
PMA/510k: updated.

Manufacturer narrative:
(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual evaluation revealed that the indexing handle was damaged. A functional evaluation revealed that the unit failed the weight test. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event or application of excessive torque inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider limb positioner had the black knob damaged. No case reported. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.